Event description:
There was leakage of less than or equal to a half pint in the dialyzer. It was noted almost immediately after the pt bleed on. The machine alarmed appropriately and the treatment stopped. The equipment was taken down and re-set to continue the dialysis run. We are currently awaiting the MFR follow up and will return the product to them at that time.